Event description:
Adverse event(s): no patient impact (no consequences or impact to patient). Product problem(s): "touchscreen froze" (no display or display failure). A nurse reported the touchscreen froze during a case. The footswitch and remote were able to be used to navigate through the case. Case was completed with no patient impact.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months indicated no additional, related reports for this system. A review of service requests for the last 24 months indicated no additional, related reports for this system. An internal investigation has been opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).